Manufacturer narrative:
The device was received for evaluation. During functional testing, 'unable to load tubing set to run pump, load guide does not prompt' was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty lower hook switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq unable to load tubing set to run pump, load guide does not prompt. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.